Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The customer treated the high blood glucose readings with the pump. The customer also stated that she had problems with the sensors not working properly. The customer was assisted in performing the reconnect old sensor. The customer stated that the rf icon did not turn solid. The customer was advised that the minilink may not be working properly.